Event description:
On (B)(6) 2010, it was initially reported that a patient's stimulation was changing based on her body position. The patient's issue had became worse following a foot surgery. The patient was having more pain in the location of her foot for which she then increased her stimulation for coverage. The increase in stimulation led to a "jerking pulsing" sensation. On (B)(6) 2010, it was later reported that the patient had a sympathetic block procedure conducted on (B)(6) 2010. The patient was to report to their physician on (B)(6) 2010, after missing a scheduled reprogramming session following the sympathetic block procedure. The patient's outcome was not reported.

Manufacturer narrative:
(B)(4).